Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of kinked cannula. The site of location was abdomen. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.